Event description:
The customer reported no signal-failed ops check with the (B)(4) ECG lead set. The failure was noted during device operational checks. No patient incident/injury was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.